Manufacturer narrative:
No conclusion can be drawn for the overheating of the motor. Evaluation for overheating could not be performed because the motor had seized. The follow up report indicating the motor was frozen was confirmed, as the motor would not run during temperature testing. It was also noted that the collet bearings were worn. Report not confirmed for overheating of the attachment. Evaluation could not reproduce the reported malfunction as the temperature was within specification at 92.2°f. However, it was noted that the tube bearing seized after testing and the input drive shaft was corroded. The likely cause of these types of failures is due to inadequate preventative maintenance. No engineering evaluation was performed on these two devices, as the reported information was not received until after the devices were disassembled and the motor was sent out for repair. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The attachment used with this motor has been in use for approximately 158 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of overheating. It was reported there was no patient or staff impact. Repair escalated to a product event based on the reason for return. On follow up, it was reported the surgeon had received a burn due to the device. The surgeon was contacted for additional details; it was indicated during a cochlear implant, the system overheated and the surgeon wrapped the device with a wet sponge. While working under microscope, it continued to overheat and the surgeon grabbed it with his left hand, and his thumb was on top. The surgeon continued to grasp the system in order to remove it from the field of surgery. The surgeon's left thumb was burned during the removal. It was reported there was no sterile cold saline bath available, so the surgeon treated the burn by taking off the surgical gloves during the surgery and treating with skin refrigerant. There was a 10 to 15 minute delay as back up devices were obtained. The burn to the thumb was treated during the delay and during the procedure to apply refrigerant. The surgeon indicated a 1cm by 2cm blister had formed and the thumb was red. During post-op, the surgeon continued to treat the area with refrigerant and the redness and pain improved. The surgeon went to employee health postoperative. It was indicated the motor had seized prior to the return for repair.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.